Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl. Troubleshooting found that they may have over bolused as the bolus was not appearing in the pump history. Customer was advised on the pump history and customer indicated that they will monitor the pump. The customer was advised to follow up with their doctor regarding the high blood glucose and declined further high blood glucose troubleshooting.